Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The patient samples were requested for investigation, but could no longer be provided. It was noted that the customer did not use the polyethylene glycol (peg)-precipitation protocol recommended in product labeling for implausible high results.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they had questionable results for four patient samples tested for prolactin (prl) on an e411 analyzer. Of the four samples, one had an erroneous prl result that was reported outside of the laboratory. The sample initially resulted as 46.60 ng/ml when tested on the e411 analyzer. The 46.60 ng/ml result was reported outside of the laboratory to the physician. The sample was then tested in another laboratory using a clia test method, where it resulted as 27.60 ng/ml on (B)(6) 2016. The 27.60 ng/ml value was believed to be correct. The patient was not adversely affected. The prl reagent lot number was 184180. The reagent expiration date was asked for, but not provided. The field service engineer did not notice the presence of sample clots or fibrin.